Event description:
After the procedure was underway, the mapping catheter kept jumping around on the screen even though they were not moving the catheter and the patient was not moving either. Unable to acquire mapping points accurately. The ablation catheter was replaced with a new one and problem was resolved. No harm came to this patient.